Manufacturer narrative:
The ft3 reagent lot number is 68665600 and the expiration date is 30-apr-2024. The psa reagent lot number is 70820300. The expiration date was not provided. The field service engineer (fse) replaced the detection unit and performed mechanical checks. Calibration and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable results for elecsys ft3 iii and elecsys total psa immunoassay for 2 patient samples on a cobas e 602 module. On (B)(6) 2023, sample 1 had an initial ft3 result of 7.58 pmol/l. On (B)(6) 2023, the sample was repeated and the repeat result was 4.29 pmol/l. On (B)(6) 2023, sample 2 had an initial psa result of 0.594 ug/l. On (B)(6) 2023, the sample was repeated and the repeat result was 0.794 ug/l or 0.793 ug/l. Clarification on which result was requested but not provided.

Manufacturer narrative:
The calibration data provided was acceptable. The alarm trace showed a few sample short and abnormal sample aspiration alarms around the time of the event. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.